Event description:
A physician reported that after cataract surgery by using an irrigation/aspiration (I/a) handpiece and phacoemulsification handpiece, a patient experienced severe endophthalmitis or toxic anterior segment syndrome (tass) with functional loss of eye. Additional related information was requested but has not been provided to date. Additional information received indicating that the cataract surgery was completed without complications. The patient presented with endophthalmitis two days after the surgery. The patient presented with conjunctival inflammation: 3+; cells in the anterior chamber: 3+; fibrin in the anterior chamber; and hypopyon. The patient had pain, edema of the upper eyelid, and cyclitic membrane preventing examination of the vitreous. The patient went to the emergency room and was hospitalized for seven days and had intravitreous injection of antibiotics, glucocorticoid bolus injection, intravitreous injection of corticosteroid, steroid in sub conjunctival form. The action was effective. The patient¿s visual acuity recovered to normal and all the symptoms have been resolved. This is the third of three reports for the reported event from this facility.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint lot search report reviewed; there are no other complaints for the reported lot. All batches are released according to the required specifications; all testing results were within specification for this batch. No product deviations reported during manufacturing of this lot that could cause the reported ae. No sample was available for evaluation. The chemical lab tested ph and osmolality of a reference sample and results are within the specifications. There were no confirmed out-of-specification stability deviations and no unusual trends were observed for the stability results of the stability batches tested during the review period of this apqr. As no manufacturing related issues were identified, the reference sample is conform to the specifications and no sample is returned, a conclusive root cause could not be determined. All batches are released according to the required specifications. The manufacturer internal reference number is: (B)(4).